Manufacturer narrative:
Nevro is awaiting the return of the device. The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient's wound was opening up and the leads were protruding through the lead incision site. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the ipg did not find any anomaly. Functional testing was performed and the ipg operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. It was likely the leads were damaged during the explant procedure. The leads were returned too damaged to perform functional and electrical testing. The manufacturing records were reviewed and no nonconformities were found.

Event description:
The device was returned and analyzed.